Event description:
It was reported that the zimmer air dermatome had a lack of power. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the device had lack of power when applied to the donor site. An additional graft was harvested and additional intervention to repair the initial attempted to the donor site with fibrin glue and skin staples.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(4), the last repair was on (B)(4) 2009, for a non related issue. The inspection found that the device had a damaged head and was out of calibration. The motor ran below specification. The cause of the reported complaint was a motor failure. The device was also out of calibration. These are likely due to a lack of preventative maintenance. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.